Manufacturer narrative:
It was reported that the returned controller had a controller fault alarm. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed three (3) controller fault alarms logged on 8/4/2015. These alarms were of type sys_uic_aps_fail, indicating a malfunction of the automatic power switch (aps) circuit. Heartware has opened an internal investigation to evaluate controller fault alarms due to a diode with high leakage current on the aps circuit. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no affect on the function of the pump. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Multiple occurrence of these alarms or those that are associated with changes in pump function or patient condition may result in pump stoppage which has the potential harm for serious injury or death due to hypoperfusion, thrombus and associated sequelae including death. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient was experiencing controller fault alarms. A controller exchange was performed and controller was returned to manufacturer. There was no patient harm as a result of this event.